Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall events, including during a meal announcement, and also received an occlusion alert; the user had added insulin to an existing cartridge rather than installing a new cartridge, after which replacing the cartridge and luer connector resolved the issue, and blood glucose was elevated with readings reported as high for approximately 8.5 hours, including alerts over 300 mg/dl for more than 90 minutes. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with consecutive motor stalls and an occlusion that was corrected by new disposable components. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.